Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that prior to opening the intra-aortic balloon (iab) packaging, foreign matter was noticed on the y-fitting. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A mega 8fr 50cc iab product kit was returned intact and sealed inside the shelf carton. The insertion kit was not returned. A visual examination of the returned product was performed and no hair or foreign matter was detected inside the product packaging. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).